Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It is reported that the customer has a button error on the insulin pump. Their blood glucose level was 124mg/dl. The customer states she tried to clear it but cannot. Troubleshooting was done. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.